Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system was one week post implant. The field representative requested a review of device data. Technical services (ts) reviewed per requested. Ts advised there appears to be no capture on either the right atrial or the right ventricular (rv) channel. Ts noted rv pacing impedances have dropped over 200 ohms but remain within range and rv capture thresholds have increased. Ts suggested the field representative complete a chest x-ray. Additional information from the field representative provided an x-ray was completed. No other information was provided; due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system was one week post implant. The field representative requested a review of device data. Technical services (ts) reviewed per requested. Ts advised there appears to be no capture on either the right atrial or the right ventricular (rv) channel. Ts noted rv pacing impedances have dropped over 200 ohms but remain within range and rv capture thresholds have increased. Ts suggested the field representative complete a chest x-ray. Additional information has been requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.